Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I (crps) and spinal pain. The patient reported that the therapy was for crps on their whole left side. The patient stated the ins is on their left side too. The patient wanted it to be on the right side but when they woke up it was on the left. No further complications were reported/expected.